Event description:
It was reported that the patient presented to the hospital for a generator change procedure. During the procedure, it was noted that the pacemaker set screw was partially released and subsequently stripped when a hex wrench was placed into the set screw of the left ventricular lead to swap it out. The pacemaker was explanted and replaced. The patient was in stable condition.